Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, mazxero extension, leakage. The following was provided by the initial reporter: this is a report about leakage from the lower part of connection during use. Contaminated with no attached parts blood adhered to placement needle to check for blood backflow.